Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii).

Event description:
Healthcare professional capsular contracture baker grade iii on left side, device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received with lot number 1745740. Analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold and brown particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional capsular contracture baker grade iii on left side, device has been explanted.